Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump stopped working. It was beeping continuously but was not showing any alarm. They changed the battery, but the device continued to beep. None of the buttons would respond. The home screen was showing a solid circle. The customer¿s blood glucose during the incident was 114 mg/dl. The customer verified the time clock advanced when monitored for a minute. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm or audio/beep/vibrate anomaly noted during testing. Unit had unresponsive buttons due to flattened esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.